Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 14, the implant had not achieved osseointegration in type IV bone. A 5-unit upper denture was placed simultaneously. Clinician reports poor bone quality, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 14, the implant had not achieved osseointegration in type IV bone. A 5-unit upper denture was placed simultaneously. Clinician reports poor bone quality, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).